Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a maverick2 2.5x20mm balloon. The physician placed a taxus express2 2.5x20mm drug eluting stent to the 99% stenosed lesion located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery. The physician then attempted to place a taxus express2 2.5x24mm drug eluting stent to the lad, but was unable to cross the previously placed stent. The stent delivery sys was then removed from inside the pt and it was noted that the proximal edge of the stent was lifted up. The procedure was completed using another taxus stent, same size. No pt complications occurred. Pt status post procedure is noted as good.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the mfg record shows that the device met its material, assembly and pod specs at the time of its release to distribution. From the complaint description, the most probable root cause of the reported complaint is due to a restriction caused by a previously placed stent.